Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had labels lifting off. The following information was provided by the initial reporter: "label floating".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had labels lifting off. The following information was provided by the initial reporter: "label floating."